Event description:
Philips received a complaint by the customer on the v60 indicating the display was not functioning-- the touch command was recognized, but the backlight was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the display was not functioning-- the touch command was recognized, but the backlight was not working.

Manufacturer narrative:
The customer informed philips that the biomedical engineer (bme) will be repairing the device and requested that the case be cancelled.

Manufacturer narrative:
The customer called technical support to report that the display was dim and not functioning-- the touch command was recognized, but the backlight was not working. There was no patient involvement at the time the issue was discovered as the issue was found during a preoperational check. The customer already had the second-generation liquid crystal display (lcd) but also needed other replacement parts to upgrade the user interface (ui) assembly to a second-generation. The remote service engineer (rse) provided the customer with the part numbers of the replacement parts (second-generation lcd cable, second-generation ui printed circuit board assembly (pcba) to lcd cable, second-generation ui pcba, m2x3 socket hd screw, and second-generation lcd tray). The repair is still pending.

Manufacturer narrative:
The biomedical engineer (bme) stated the issue there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available. H11: d4 - product UDI.